Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: see sections.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 30-sep-2017 a field service engineer (fse) followed-up with the customer over-the-phone and provided instructions to clean the bf probe drive screw. The customer cleaned and lubed the b/f probe drive screw and then proceeded to perform a daily check run and ran quality controls without any issues. The instrument was performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 28-aug-2016 through (B)(4) 2017. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages, indicates that "4039 wash.probe home not found" error message is generated when the home position of the bf probe motor cannot be detected. The operator is instructed to power off and on again. If problem reoccurs, to contact the service department. The most likely cause of the reported issue was due to a dirty bf probe drive screw.

Event description:
On (B)(6) 2017 a customer reported getting "4039 wash.probe home not found" error message while running proficiency survey samples. The customer is unable to run patient samples on intact parathyroid hormone (ipth). On 30-sep-2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a